Event description:
Per the clinic, the patient developed anterior to the receiver/ stimulator, resulting in an attempted aspiration of the site on (B)(6), 2012. Clinical symptoms will continue to be monitored. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: the patient developed swelling anterior to the receiver/ stimulator, resulting in an attempted aspiration of the site (date not reported). Per patient's audiologist, the patients swelling resolved and patient is successfully using device as of the date of this report. This report is filed (B)(4) 2012. Implanted device remains.